Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual bleeding/heavy menstrual clotting') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain"), loss of consciousness ("loss of consciousness"), pelvic discomfort ("discomfort"), menstruation irregular ("irregular menstrual cycle"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("abdominal bloating"), dyspepsia ("severe indigestion"), fungal infection ("chronic yeast infections"), bacterial infection ("an increase in bacterial infection"), memory impairment ("a decrease in memory capabilities"), amnesia ("amnesia"), migraine ("migraines"), dizziness ("dizziness"), tooth fracture ("teeth cracking"), rash ("skin rashes") and urticaria ("hives") and underwent tooth extraction ("teeth cracking and needed extraction"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, pelvic pain, loss of consciousness, pelvic discomfort, menstruation irregular, abdominal pain, back pain, abdominal distension, dyspepsia, fungal infection, bacterial infection, memory impairment, amnesia, migraine, dizziness, tooth fracture, tooth extraction, rash and urticaria had not resolved. The reporter considered abdominal distension, abdominal pain, amnesia, back pain, bacterial infection, dizziness, dyspepsia, fungal infection, loss of consciousness, memory impairment, menorrhagia, menstruation irregular, migraine, pelvic discomfort, pelvic pain, rash, tooth extraction, tooth fracture and urticaria to be related to essure. The reporter commented: she was subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. She never experienced any of these conditions prior to undergoing the essure procedure. Her physician recommends removal of the device to control her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: results: satisfactory placement & full occlusion of tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received - new reporter was added. Ablation surgery added for "bleeding menstrual heavy" event and ticked as medically significant and as intervention required (device). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.